Manufacturer narrative:
(B)(4). It was reported that the patient underwent revised sling repair due to mesh repair on (B)(6) 2007. On (B)(6) 2009, revised vaginal graft via vagina was performed due to mesh removal. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia, vaginal scarring and organ perforation.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, uterine prolapse and cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure; total abdominal hysterectomy, salpingo-oophorectomy, sacrospinous ligament suspension with mesh for dysmenorrhea, fibroids, and stress urinary incontinence on (B)(6) 2006 and mesh was implanted into the patient. Mesh is mentioned on operative summary. No clarifying information at this time. It is also reported that the patient is allergic to band-aids. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.